Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ a workmanship was observed not related to the complaint for a split in patch event. A further investigation is requested. As per the investigation procedure, deformation, air voids in the gel and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required for these observations. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with the same lot number were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed split in patch classified as a workmanship, however it has no relation with the reported complaint. The event of capsular contracture unable to observed, and the workmanship has no relation to reported complaint. Therefore, the reported event was not confirmed. A review of the current risk documents was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. During the trend review of all split in patch complaints for gel breast implant family for the period of october 2022 through september 2024, was noted 1 outlier in february 2023. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Patient reported a left side capsular contracture baker grade iii. Healthcare professional later confirmed. Device has been explanted.

Event description:
Patient reported, a left side capsular contracture, baker grade iii. Healthcare professional, later confirmed. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, pain.